Manufacturer narrative:
No samples or photos are available for evaluation. Unfortunately, as a result, bd is unable to verify the reported issue or define a root cause at this time. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers/packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. Production record review was completed for batch/lot 9290077 and no non-conformances were noted during the manufacturing of this lot. No further action is required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported that a hair was found on the applicator. Per email: the prep applicator had a long dark hair tangled around it.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: 930715nsb , batch no.: 9290077. It was reported that a hair was found on the applicator. Per email: the prep applicator had a long dark hair tangled around it.